Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock induced ventricular fibrillation. Another shock successfully converted the arrhythmia. The doctor is thinking about replacing the system. There were no additional adverse patient effects. The system remains implanted.